Event description:
The reporter said that the time was set incorrectly on the pump and the patient received a 2.00 unit per hour basal rate at 12 am instead of the intended 0.50 unit rate at a certain time. The patient then programmed a bolus dose of 1.5 units for a blood glucose result of 108 mg/dl. The reporter cannot explain why the patient programmed that particular dose. The patient's blood glucose level reportedly dropped after the bolus dose and the reporter had to inject her with glucagon. The patient was reportedly moaning and very sweaty at this time and was not responding to the reporter's commands. After he administered glucagon, he called emergency medical services (ems) who checked her blood glucose level twice. He thinks her first reading of 39 mg/dl at which time she ate four cookies. Then an hour later, her blood glucose level was reportedly 67 mg/dl. She then drank 8 ounces of soda. The ems staff left when her blood glucose level returned to 81 mg/dl. The reporter says the pump¿s time is adjusted every so often and cannot remember the last time it was adjusted. The time was reading 4:33 am at the time of the call to animas instead of the correct 4:33 pm. The basal rate on the home screen was not correct at the time. Bolus doses added up correctly with the total daily dose for december 2 and december 3. The patient does not connect the infusion set to her body during priming. This complaint is being reported because the patient reportedly suffered symptoms indicative of hypoglycemia after the pump¿s time was incorrectly set.

Manufacturer narrative:
The pump was not returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. There is no evidence of a device malfunction. The time was reportedly incorrectly set on the pump which could result in the pump delivering basal insulin at an incorrect rate at a given time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The pump black box showed that the time and date were resetting to default when the pump was rebooted. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.